Event description:
Incident occurred in pt's home. Pt's nurse stated they had a problem where the vent's turbine completely shut down with no alarms whatsoever. The vent lights completely went dark and also the turbine went completely silent. Caregivers began to bag pt and then changed to backup vent. Unit turned back on during this time frame of between 1-5 minutes. No allegations of vent causing pt harm, no alarms (audible or visual). On ac power at time of incident.